Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was difficult to detach. Eventually, the clip was able to successfully detach and deploy from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. A visual examination of the returned complaint device noted that there was a kink along the middle section of the catheter. The clip assembly was not returned with the device. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was difficult to detach. Eventually, the clip was able to successfully detach and deploy from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.